Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product ID: 419388 implantable pacing lead, implanted: (B)(6) 2005; product ID: 694565 implantable tachy lead, implanted: (B)(6) 2001; product ID: 459245 implantable pacing lead, implanted: (B)(6) 1999.

Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.